Event description:
It was initially reported to boston scientific corp that a flexima biliary stent system was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B) (6)2009. According to the complainant, the stent could not be released even after the guide catheter was pulled back until the blue marker was visible. The procedure was completed with another flexima biliary stent system. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported as fine. This event has been deemed a reportable event based on the investigation results; guide catheter was stretched.

Manufacturer narrative:
A visual examination of the returned device found the push catheter was bent at its proximal end, a few inches to the r.o marker and the suture hole was slightly torn. The guide catheter was removed from the push catheter and a visible kink was observed. The guide catheter was stretched at its distal end and a suture impression was observed at its proximal end. The stent detached from the delivery system and the suture was in the suture hole. Following a device analysis, it was noted that the condition of the returned unit was consistent with the complaint incident that device failed/unable to deploy. The stretching of the guide catheter is likely caused by excessive force applied in attempt to release the stent. Based on the results of the eval conducted, and the details of the complaint, the most probable root cause is operational context due to anatomical/procedural factors encountered during the procedure where the performance was limited. The device history record (DHR) of the pertinent lot was reviewed; no anomalies were noted. A search of the complaint database revealed that no add'l complaints have been recorded for this lot. (B) (4).